Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2009 to treat her stress urinary incontinence. Reportedly, the patient also had several other procedures (unspecified) performed that day. There were no surgical complications. On (B)(6), 2011, the patient underwent a procedure to remove eroded posterior vaginal wall graft. All other information, including the patient's current condition, is unknown and reportedly unavailable.